Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose of 20 mg/dl; cause was unknown. Customer went to the hospital and was treated with intravenous glucose to resolve the issue. Customer was discharged on 05/11/19 with no permanent damage. System check was performed with tandem technical support and no issues were identified. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause.